Manufacturer narrative:
Product analysis: the product was not returned; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately two years and nine months following the implant of this transcatheter pulmonary bioprosthetic valve, the valve was explanted and replaced with a second transcatheter pulmonary bioprosthetic valve for an unknown reason. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the valve was explanted due to moderate-several central mitral regurgitation and replaced surgically, in the mitral position, which resolved the leak. If information is provided in the future, a supplemental report will be issued.